Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller said that the device never worked for the patient. Caller said that they did several custom programs on the patient and they still didn't work and the patient had a "hot feeling" twice at the implant site so the patient turned the device off. The patient is scheduled to have the device removed on thursday. The caller was wondering if patient's lead had moved or something and that was why it did not work. Redirected to the patient's healthcare provider to further address the issue.